Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors which can lead to no power include: damage sustained to the foot control assembly cable which could have been caused by running over with another portable object/machine. Excessive tensile stress applied to the cable which could have partially broken one or more signal wires causing failure of the unit. There may have been a loose cable connection between the returned device and the used controller which could cause non-functionality of the device. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the product wasn't producing any energy. It resulted in a 20 minute delay in the case while they opened medtronic debrider. No patient injuries were reported.